Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. One probe was returned for evaluation. The probe sample was visually examined using 25x magnification and was deemed conforming. Actuation and cut testing was performed and deemed nonconforming. The cutter would not open or close completely. The probe was disassembled and the components inspected. There is approximately 120 minutes wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. Gouge marks were present at the cutter edge of the inner cutter. The complaint evaluation does confirm the probe had poor actuating and cutting performance. The root cause for this the poor actuation and cutting was due to its excessive use. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approximately 120 minutes before the probe encountered the actuation problem and poor cutting. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that poor actuation of the probe occurred during a vitreoretinal procedure. The condition of aspiration and cutting was unknown. It was replaced with another probe immediately and the surgery was completed. There is no harm to the patient.